Event description:
The salesperson was demonstrating how to remove the absorber canister during a ventilation to accommodate the replacement of absorbent material. With the absorber removed, the salesperson observed a leak coming from the clic adapter seal. The salesperson stated the device was in manual mode, the breathing circuit was closed, and it was noted that the machine would not hold pressure. No pt involvement.